Event description:
A pt reported experiencing inaccurate low results with an otb original meter. The pt's blood glucose results were 86mg/dl (meter), 304mg/dl (lab). Tests were done within <10 mins with a difference of 68%. Pt did not experience any adverse events. No further info has been reported. Note: customer cleaned the meter with alcohol. Customer is comparing the meter to lab to hba1c results is 244 mg/dl which is documented in the potential medical tab.